Event description:
It was reported to the manufacturer that the site's handheld screen was continually freezing following successful interrogations. Reseating the flashcard would temporarily resolve the freezing screen; however, the site requested that a new device be sent to replace the non-working device. It is a known event to occur with the programming software (B) (4). The device was returned to the manufacturer for analysis. No other anomalies were identified with the software and handheld computer.